Event description:
The reporter noted "the integra had dark spots all along the seal of the packaging. It seems like the product either leaked through the packaging, or something leaked onto it." There was no pt contact or delay in surgery.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.